Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the leadless ipg was extracted.

Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 28-aug-2020 / serial#: (B)(4). UDI #: (B)(4). Device evaluated: no. Dev rtn to MFR? No. Mfg date: 28-feb-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited rising and high thresholds. It was further reported that resistance was felt when pulling the tether and the tether got caught in the delivery system after it was cut. After the tether was removed, it was noted that the leadless ipg exhibited pacing failure and a movement of dancing in the cardiac chamber. It was also reported that one or two of the tines had disengaged. The leadless ipg moved to the inferior vena cava (ivc) during a retrieval attempt. Bleeding/hemorrhage and drop in blood pressure were caused during the removal of the leadless ipg. The patient's blood pressure recovered after retrieval of the leadless ipg. The patient had a pain in the site where the leadless ipg was inserted. The leadless ipg was replaced with a transvenous ipg. No further patient complications have been reported as a result of this event.